Event description:
The customer observed architect sirolimus reagent barcode read errors when reagent lot 80126m00 was in use. The customer stated that the barcode read errors were observed only with the sirolimus reagent and was able to run the assay after cleaning the barcode reader. The customer was sent a replacement new lot of reagent which resolved the issue. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical device: architect i2000sr analyzer, list # 3m74-01 (B)(4). The cause of the architect sirolimus reagent barcode read error was poor print quality from a single barcode printer. A product recall was issued on (B)(4) 2010 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other lots of architect sirolimus reagent were affected. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). The cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on (B)(4) 2010 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other architect sirolimus reagent lots were affected.

Manufacturer narrative:
(B)(4). Architect i2000sr analyzer, list #3m74-01, (B)(4). The cause of the architect sirolimus barcode read error was poor print quality from a single barcode printer. A product recall was issued on 5/27/10 for architect sirolimus reagent lot 80162m100 and abbott customers were notified to discontinue and/or destroy any remaining inventory of this lot. No other architect sirolimus reagent lots were affected.